Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that there was a display issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 12/29/2014 - device evaluation: the device has been returned and evaluated by product analysis on 12/09/2014 with the following findings: the display was dim, faded and discolored. Unrelated to the original complaint, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.